Manufacturer narrative:
It was identified that there was no defect found with the unit.

Event description:
The patient target temperature was set to 35 degrees, patient temperature was 34.5 degrees at the start of therapy. After approximately 1.5 hours of therapy on max rewarming mode, the patient's temperature was allegedly still 34.5 degrees. The customer stated that the patient outcome was not affected by the alleged issue.

Event description:
The patient target temperature was set to 35 degrees, patient temperature was 34.5 degrees at the start of therapy. After approximately 1.5 hours of therapy on max rewarming mode, the patient's temperature was allegedly still 34.5 degrees. The customer stated that the patient outcome was not affected by the alleged issue.